Manufacturer narrative:
No initials of patient was provided in order to provide a patient ID. Initial reporter: the name of the initial reporter was not given. It was noted that there was no clipping or prepping of the skin prior to placement of the patient plate. The burn would be an alternate site burn. The exact cause of the burn can not be determined however, the instructions for use does include the following warning: "to reduce the risk of burns and pressure necrosis: site must be clean, dry, and free of hair. Remove hair at application site." End of report.

Event description:
A (B)(6) year old man had a laparoscopic cholecystectomy with cholangiography, and removal of two warts on his neck on (B)(6) 2016. The sites were prepped with chlorhexidine gluconate solution. A 3m electrosurgical plate was placed on the man's anterior thigh; the application site was not shaved or clipped. Two hours after the surgery the man was alleged to have darkened tissue approximately 20 cm in length on the left scapular area and two smaller areas of injury on the neck. The areas were alleged to be burns. The areas were treated with debridement and silver sulfadiazine. As of (B)(6) 2016, the areas had not resolved.